Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received low battery alert. The customer's blood glucose was unknown at the time of incident. The customer stated that the battery indicator was not showing low battery. The customer stated that they received failed battery test alarm at the time of call. The customer was unable to troubleshoot for failed battery test alarm. The customer mentioned that the blood glucose was running low but the customer declined to troubleshoot. The insulin pump will not be returned for analysis.